Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case fell causing the infusion set to be pulled out multiple times. The customer's blood glucose reached 600 mg/dl with trace ketones and was addressed with a manual injection. The customer applied a new infusion set and resumed insulin delivery.